Event description:
Pt experienced 78ml extravasation of opti 320 into left antecubial space. Existing IV site was a 22 gauge. Flow rate was 1.7 ml/sec. The extravasation patch was in place but did not activate during injection. Pilot film was taken post-extravasation to reveal contrast in tissue. Radiologist was consulted and pt was discharged.